Manufacturer narrative:
Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. The test reservoir stay locked in place noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump was damaged. The customer¿s blood glucose level was 312 mg/dl. The customer states had a cracked on the lip of reservoir. Troubleshooting was performed for damage and the reservoir did not lock in place. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.